Event description:
Affiliate reports leakage was noted at the clamp of the 2-3 day old transfer set. Per affiliate, the set was changed after the leak was reported.

Event description:
The facility reports broken twist clamp with transfer set. No patient injury or medical intervention reported by affiliate.